Event description:
It was reported that the dialysis catheter was inserted via left femoral vein without any problems. After six hours of continuous renal replacement therapies (crrt) a blood lead was discovered from the arterial line. The white connecting part was ruptured from the transparent line. The patient was at risk of hemorrhage and the crrt device aspirated room air. As a result, the catheter was exchanged over a guidewire. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.